Event description:
The dealer states the wheel locks are not touching the wheels and cannot be adjusted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.